Event description:
It was reported that the ilet pump's touchscreen became completely unresponsive and a crack was observed; the device was replaced and the user was instructed that data would not transfer to the replacement and that startup would be required. Customer care provided assistance that included replacement logistics. Investigation of this case revealed a damaged display rendering the screen nonfunctional. No symptoms associated with the event and no injury reported. Outcomes included no clinical impact and no medical intervention. It was concluded that the event was attributable to physical damage to the screen, with no device-related injury and no product performance issue beyond the damaged component.